Manufacturer narrative:
Initial.

Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor experienced intermittent signal loss resulting in the user not receiving blood glucose readings, after which the agent¿s troubleshooting restored readings and the blood glucose readings returned. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included interviews and analysis of information provided by the user or third party. Investigation of this case revealed that the device was functioning as designed and that the reported signal loss was attributable to an unknown interruption, with no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that user environment and connection conflict were the most probable causes.